Event description:
Event description guidant received information that this right ventricular lead was unable to capture the myocardium while the patient was upright. However, the lead was able to capture the myocardium while the patient was lying down. An invasive procedure was performed, the patient's device was explanted due to normal battery depletion, and a new ventricular lead was successfully placed.